Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 6.00mm / 2.0cm / 90cm 2cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon ruptured upon third inflation at 10 atmospheres. The device was removed from the patient. No patient complications were reported. It was additionally noted that the target lesion with stenosis was situated within a vessel that was moderately tortuous and moderately calcified. During inflation, the balloon ruptured after 60 seconds.

Event description:
It was reported that balloon rupture occurred. A 6.00mm / 2.0cm / 90cm 2cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon ruptured upon third inflation at 10 atmospheres. The device was removed from the patient. No patient complications were reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).